Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead exhibited pacing impedance measurements of 630 ohms through the pacing systems analyzer (psa) but when connected to the device and put into the pocket, the lead impedances were greater than 3000 ohms. It was reported that there was a crack in the insulation which runs parallel to the long axis of the lead body.